Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported by the customer that the handpiece overheated. There was no pt involvement and no adverse consequences reported.